Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind test due to motor encoder signal out of phase. Analysis was unable to perform displacement test due to motor error alarm. The insulin had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.